Event description:
It was reported that variable sensing and loss of capture due to high pacing thresholds were observed on the right ventricular (rv) lead during a post-operative check. Lead dislodgement was suspected. The implanting physician was information and a lead revision will be scheduled. At this time, there is no evidence to suggest intervention has been performed. The rv lead remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that variable sensing and loss of capture due to high pacing thresholds were observed on the right ventricular (rv) lead during a post-operative check. Lead dislodgement was suspected. The implanting physician was informed, and a lead revision will be scheduled. At this time, there is no evidence to suggest intervention has been performed. The rv lead remains in service. Additional information: the patient underwent a revision procedure, and this rv was repositioned without complication. The post-operative measured data was satisfactory. No additional adverse patient effects were reported.